Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed.the customer stated that this malfunction caused a delay in dispensing medication to patients.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system was detected on bus. A field service engineer (fse) identified that none of the drawers, including the smart remote manager, were detected on the bus. Upon inspection, all cables were reseated, including drawer communication cables, power supply connections for the all-in-one (aio), and the docking board connections. The system was rebooted, after which all drawers, including the smart remote manager, were successfully recognized on the bus. Multiple drawers and pockets were tested, and all were functioning properly, confirming resolution of the issue. The system functioned as intended after the field service engineer repaired the device.